Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil and fragments') and embedded device ('right essure coil was found in the myometrium/ coils was no longer in place') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation on day of essure insertion" on (B)(6) 2013. The patient's medical history included pelvic pain, endometriosis, menometrorrhagia and multiparous. Concomitant products included amoxicillin;clavulanate potassium (amoxicillin and clavulanate potassium), cyclobenzaprine, ibuprofen and medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion ("right essure coil was found in the myometrium/ coils was no longer in place"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse") and abdominal symptom ("other abdominal symptoms"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic salpingotomy,essure removal bilaterally,resection-fulgration). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the embedded device, device expulsion, abdominal pain, dyspareunia, coital bleeding and abdominal symptom had resolved. The reporter considered abdominal pain, abdominal symptom, coital bleeding, device breakage, device expulsion, dyspareunia and embedded device to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2013 (as per pif)and (B)(6) 2013(as per mr) discrepancy noted in essure removal dates: (B)(6) 2020 (as per pif) and (B)(6) 2020 (as per mr). Right: 3 coils. Discrepancy noted in essure removal :in pfs "a total hysterectomy was performed" mentioned. As per mr- "the surgeon was able to remove the devices without the need for a hysterectomy." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both coils in place and tubes occluded. Imaging procedure - in 2020: essure coils was no longer in place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil and fragments') and embedded device ('right essure coil was found in the myometrium / coils was no longer in place') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation on day of essure insertion" on (B)(6) 2013. The patient's medical history included pelvic pain, endometriosis, menometrorrhagia and multiparous. Concomitant products included amoxicillin trihydrate;clavulanate potassium (amoxiclav), cyclobenzaprine, ibuprofen and medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion ("right essure coil was found in the myometrium/ coils was no longer in place"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse") and abdominal symptom ("other abdominal symptoms"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic salpingotomy,essure removal bilaterally,resection-fulgration). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the embedded device, device expulsion, abdominal pain, dyspareunia, coital bleeding and abdominal symptom had resolved. The reporter considered abdominal pain, abdominal symptom, coital bleeding, device breakage, device expulsion, dyspareunia and embedded device to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2013 (as per pif)and (B)(6) 2013 (as per mr). Discrepancy noted in essure removal dates: (B)(6) 2020 (as per pif) and (B)(6) 2020 (as per mr). Right: 3 coils. Discrepancy noted in essure removal : in pfs "a total hysterectomy was performed" mentioned. As per mr- "the surgeon was able to remove the devices without the need for a hysterectomy". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both coils in place and tubes occluded. Imaging procedure - in 2020: essure coils was no longer in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil and fragments') and embedded device ('right essure coil was found in the myometrium/ coils was no longer in place') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation on day of essure insertion" on (B)(6) 2013. The patient's medical history included pelvic pain, endometriosis, menometrorrhagia and multiparous. Concomitant products included amoxicillin trihydrate;clavulanate potassium (amoxiclav), cyclobenzaprine, ibuprofen and medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion ("right essure coil was found in the myometrium/ coils was no longer in place"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse") and abdominal symptom ("other abdominal symptoms"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic salpingotomy,essure removal bilaterally,resection-fulgration). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the embedded device, device expulsion, abdominal pain, dyspareunia, coital bleeding and abdominal symptom had resolved. The reporter considered abdominal pain, abdominal symptom, coital bleeding, device breakage, device expulsion, dyspareunia and embedded device to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2013 (as per pif)and (B)(6) 2013(as per mr). Discrepancy noted in essure removal dates: (B)(6) 2020 (as per pif) and (B)(6) 2020 (as per mr). Right: 3 coils. Discrepancy noted in essure removal :in pfs "a total hysterectomy was performed" mentioned. As per mr- "the surgeon was able to remove the devices without the need for a hysterectomy" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both coils in place and tubes occluded. Imaging procedure - in 2020: essure coils was no longer in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.